Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump received excessive power error alarms after customer went into the pool. Customer's blood glucose was 127 mg/dl. It was reported that buttons were not responding. It was also reported that insulin pump was not able to rewind. Insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with critical pump error and pump error alarm was noted in the alarm history due to moisture damage noted on the force sensor. The pump was received with moisture damage on the electronics assembly, motor and vibrator motor. Unable to perform the displacement, rewind, seating or basic occlusion tests due to the critical pump error. The pump was received with a cracked reservoir tube lip, a cracked case at the battery tube side and keypad overlay texture damage.